Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the insertion difficulties. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a procedure for the implantation of a pacemaker system, the physician had difficulty inserting the terminal pin of the right ventricular (rv) lead into the header of the pacemaker. The physician described struggling to get the terminal pin across the connector block. The procedure was completed successfully. No adverse patient effects were reported.